Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information has been provided about the device. But it is a possibility that the device is old and heavily used and hence was dull and blunt. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
During arthroscopic shoulder stabilization surgery, prior to implanting bioknotless anchor, drill bit was found to be blunt - would not drill into glenoid bone. Surgeon at first thought he had created a hole (for the anchor), but when attempting to implant the anchor, it broke. When he attempted to re-drill the hole, it was then obvious that the drill bit was quite blunt ..... Surgeon bent drill bit and dropped into sharps bin, so it couldn't be re-used. Surgery delayed by 35 minutes. Action taken: surgeon unscrubbed. Replacement stabilisation tray (with drill bit) was sourced from a neighbouring hospital, and this sterile tray transported between hospitals. Surgery re-commenced, with replacement drill bit found to be sharp - successful outcome.